Manufacturer narrative:
The investigation included a review of the customer's qc and calibration reports and no issues were found. A general reagent problem can be excluded because the provided quality controls were within specifications. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable chol2 cholesterol gen.2 result for one patient tested on a cobas integra 400 plus. The questionable result was not reported outside of the laboratory. The sample was retested on the same analyzer three times. The second repeat result was from a diluted sample. The repeat results were considered to correlate with the patient's lipid profile results. The initial result at 9:41 am was 630 mg/dl. The first repeat result at 10:31 am was 324 mg/dl. The second repeat result at 10:31 am was 313 mg/dl. The third repeat result at 1:24 pm was 319 mg/dl. The reagent lot number was 52763901. The expiration date is 31-oct-2021.